Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had reached elective replacement indicator (eri). It was noted that there was noise observed on the right ventricular (rv) channel; however, no noise or inappropriate therapy were noted. No adverse patient effects were reported. The device was later explanted for normal battery depletion during a lead extraction procedure, where a lead fracture was suspected. The device was later returned and routine initial device testing indicated that detailed analysis was required.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell below an acceptable range. The root cause of the rapid battery depletion could not be determined despite extensive device testing. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Laboratory testing was unable to reproduce the clinically observed noise issue and detailed analysis did not reveal any abnormalities.